Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the navigation system became unresponsive at 9% when loading patient exams. Rebooting the system resolved the issue and the exams were reloaded but after loading the exams the 3d model was not visible. Site used another medtronic navigation system to load the patient exams. This was reported when prepping for a case prior to surgery. During troubleshooting the representative was unable to replicate the reported issue. There was no patient present at the time of the issue.

Manufacturer narrative:
The archive used in the procedure was sent to medtronic for evaluation. Medtronic personnel were unable to replicate the reported issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.